Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ under possible adverse effects number 4 states ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014 due to instability and pain.